Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. The root cause was attributed to a sample-specific discrepancy. No additional data, including numeric results or competitor assay details, were available to support further analysis. Repeatedly reactive samples in hiv must be confirmed according to recommended confirmatory algorithms.

Event description:
The initial reporter alleged a discrepant non-reactive result for a patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. On (B)(6) 2024, the elecsys hiv duo assay generated a non-reactive result for the sample. Testing with a competitor hiv assay produced a reactive result. Subsequent testing with western blot yielded a negative result.